Event description:
Neonatal pt. Hyper-al and lipids being infused. Set in place for 4 hrs. Set began leaking at tri-fuse molded connection. Caused back up of blood into tubing. Also caused central line violation.